Manufacturer narrative:
The location of the air dermatome device is unknown since the serial number or lot number was not provided. The device history record (DHR) was not reviewed since the device¿s serial and lot number are unknown. Neither the serial number nor the lot number were provided during customer follow-up. It is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial and lot number are unknown. Neither the serial number nor the lot number were provided during customer follow-up. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device has not been evaluated since the customer has not provided additional information on the serial number. It is unknown if the customer returned the device for repair since no serial or lot number were provided for the device. Repair of the air dermatome was not performed by zimmer biomet surgical since the location of the device is currently unknown since the customer has not provided additional information on the serial number. It is unknown if the customer returned the device for repair since no serial or lot number were provided for the device. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device not working properly cannot be specifically determined with the provided information since the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Information was received via mw5069068. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome did not appear to be working properly. A second pass was required to obtain a suitable graft. No additional patient consequences were reported.